Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked [device failure]. Poorly controlled diabetes [diabetes mellitus inadequate control]. Not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin [wrong technique in device usage process]. Leaving the needle attached in the device [product storage error]. Case description: this serious solicited report from chile was reported by a consumer as "poorly controlled diabetes(loss of control of blood sugar)" with an unspecified onset date , "when graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure)" beginning on (B)(6) 2022 , "not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process)" with an unspecified onset date , "leaving the needle attached in the device(device stored with needle attached)" with an unspecified onset date and concerned a 66 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , insulatard penfill (insulin human) from 2013 for "type 2 diabetes mellitus", on (B)(6) 2022, when graduating the device, the patient experienced that the units were not delivered and novopen 4 device with which patient injects failed and no longer worked and the patient experienced poorly controlled diabetes. The pen dosed the dosage, but when pressing the device push button, it did not eject insulin. The patient was wrongly handling the device, such as; leaving the needle attached in the device, reusing the same needle for several days, not ensuring that the unit counter returns to zero when the device push button is pressed, as well as keeping the button pressed while the needle is in the skin. The outcome for the event "poorly controlled diabetes(loss of control of blood sugar)" was not reported. The outcome for the event "when graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure)" was not reported. The outcome for the event "not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process)" was not reported. The outcome for the event "leaving the needle attached in the device(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - poorly controlled diabetes(loss of control of blood sugar) : unknown. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : unknown. Not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process) : unknown. Leaving the needle attached in the device(device stored with needle attached) : unknown . Company's causality (novopen 4) - poorly controlled diabetes(loss of control of blood sugar) : possible. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : possible. Not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process) : possible. Leaving the needle attached in the device(device stored with needle attached) : possible. Reporter's causality (insulatard penfill) - poorly controlled diabetes(loss of control of blood sugar) : unknown .. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : unknown. Not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process) : unknown. Leaving the needle attached in the device(device stored with needle attached) : unknown . Company's causality (insulatard penfill) - poorly controlled diabetes(loss of control of blood sugar) : possible. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : possible. Not ensuring that the unit counter returns to zero when the device push button is pressed/ keeping the button pressed while the needle is in the skin(wrong technique in device usage process) : possible. Leaving the needle attached in the device(device stored with needle attached) : possible. Investigational result: insulatard penfill 5 x 3 ml 100 ui/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 4 (x 1) - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigational results updated. -imdrf codes updated. -the events [?]wrong technique in device usage process' and [?]device stored with needle attached' was updated. -narrative updated accordingly. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient . Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 27-feb-2023: the suspected device novopen 4 (batch number unknown), has not been returned to novo nordisk for evaluation. Batch number of the device is not available despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information, it is not possible to identify a clear root cause in relation to the functionality of novopen 4. However, product handling error such as wrong technique in product usage process and storing the device stored with needle attached between injections can affect the functionality of device and can result in underdose resulting in hyperglycaemia and its complications. H3 continued: evaluation summary: novopen 4 (x 1) - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Poorly controlled diabetes [diabetes mellitus inadequate control] when graduating the device, the units are not delivered, novopen 4 device failed and no longer worked [device failure]. Case description: study ID: 2456-ncc patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height: 168 cm. Patient's weight: 66 kg. Patient's bmi: 23.38435370. This serious solicited report from chile was reported by a consumer as "poorly controlled diabetes(loss of control of blood sugar)" with an unspecified onset date , "when graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure)" beginning on 21-dec-2022 and concerned a 66 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , insulatard penfill (dose, frequency & route used-25 iu, subcutaneous) (insulin human) from 2013 for "type 2 diabetes mellitus", dosage regimens: novopen 4: insulatard penfill: ??-???-2013 to not reported; current condition: type 2 diabetes mellitus (duration not reported), hypertension, chronic renal failure. Procedure: taco anticoagulant treatment, dialysis. Concomitant medications included - calcium, atorvastatin, amlodipine, carvedilol, aspirin [acetylsalicylic acid]. On 21-dec-2022, when graduating the device, the patient experienced that the units were not delivered and novopen 4 device with which patient injects failed and no longer worked and the patient experienced poorly controlled diabetes. It was also reported that patient started with fistula, and now he is on a catheter, the patient's relative considers that renal problem may have been due to poorly controlled diabetes. Batch number requested. Action taken to insulatard penfill was not reported. The outcome for the event "poorly controlled diabetes(loss of control of blood sugar)" was not reported. The outcome for the event "when graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure)" was not reported. Reporter's causality (novopen 4) poorly controlled diabetes(loss of control of blood sugar) : unknown. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : unknown. Company's causality (novopen 4) poorly controlled diabetes(loss of control of blood sugar) : possible. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : possible. Reporter's causality (insulatard penfill). Poorly controlled diabetes(loss of control of blood sugar) : unknown. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : unknown. Company's causality (insulatard penfill). Poorly controlled diabetes(loss of control of blood sugar) : possible. When graduating the device, the units are not delivered, novopen 4 device failed and no longer worked(device failure) : possible. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.